Manufacturer narrative:
Device investigation: results: there is a visible crack in the conical section of the hub. The hub was seen to leak significantly during decontamination. The damage noted in the complaint is confirmed. Conclusion: the cause of the damage could not be directly determined. Typically, cracks in the catheter hub are caused by over tightening the hub on a mating lure fitting, but the complaint description does not support this finding because the physician claimed this damage was seen in the packaging. The chipboard box that was returned with this catheter showed no external damage that would explain this damage. The envelope was returned without the carrier card so it could not be similarly evaluated. Catheter hubs are 100% visually inspected for damage while pouching and without obvious damage to the packaging, it is unlikely that this damage occurred in the box and it likely occurred during user handling. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
The physician opened the sterile plastic bag and noted damage in the hub of the guiding catheter.